Manufacturer narrative:
The manufacturer previously reported a failure of the system board and blower motor. The system board and blower motor were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing to power the device on was found to be consistent with program corruption. The blower motor was evaluated and the root cause of the blower motor failing was due to contamination.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and system board were replaced to address the issue.